Event description:
Boston scientific received information that this implantable cardioverter defibrillator and right ventricular (rv) lead displayed shocking impedances of greater than 125 ohms. The patient was seen in clinic where manipulation of the device and plyometrics were performed. No issues were noted during troubleshooting. All other lead diagnostics were good and within range. The patient had also received shock therapy which resulted in normal shock impedance measurements. The local field representative stated the the following physician referred the patient to their implanting physician for further follow up. The system remains in service. There were no adverse patient effects.

Manufacturer narrative:
As of today the device has not been returned. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the patient underwent a surgical procedure to explant the device and leads. The physician believed the patient to be well enough and a decision was made not to implant another system. There were no adverse patient effects from the procedure reported. The lead is to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
The lead was returned severed 14 centimeters from is-1 terminal pin. Both the distal and proximal segments of the lead were return. The segments totaled the entire lead length. Set screw marks were noted on all terminal connectors. The proximal shocking coil was stretched at the proximal end. The distal shocking coil was separated from medical adhesive. Both segments of the lead were determined to be electrically continuous. The clinical observation was not able to be confirmed.